Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a light trail single use 270um laser fiber was used in a procedure in the ureter performed on (B)(6) 2020. Reportedly, the laser unit used was an auriga xl laser console. According to the complainant, during the procedure, the laser fiber was broken inside the scope after a few seconds of laser activation. The procedure was completed with another light trail single use 270umlaser fiber. No reported patient complications. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: problem code 1069 captures the reportable event of fiber broke. Block h10: investigation results: the returned lighttrail single use 270um laser fiber was analyzed, and a visual examination noted that it was returned in one piece. The fiber measured approximately 310.8 cm from the top of the connector to the break. The remainder of the fiber, including the distal tip, was not returned. Visual inspection of the returned fiber noted burn marks on the fiber jacketing, likely a result of the fiber break occurring during use, resulting in a misfire. No other issues with the device were noted. The reported complaint was confirmed. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a lighttrail single use 270um laser fiber was used in a procedure in the ureter performed on (B)(6) 2020. Reportedly, the laser unit used was an auriga xl laser console. According to the complainant, during the procedure, the laser fiber was broken inside the scope after a few seconds of laser activation. The procedure was completed with another lighttrail single use 270umlaser fiber. No reported patient complications. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.